Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy, the reload was attached on the powered handle, the opening and closing check was performed as usual. When the surgeon clamped the tissue, "firing stopped state (the limit of resistance)" was displayed. Though the jaws were opened, the display wasn't changed, the surgeon clamped the tissue again, but the same "firing stopping state (the limit of resistance)" was displayed. As the cartridge error (only the background of the cartridge was yellow) was indicated on the display, the surgeon decided to remove the cartridge and attach it again, but the cartridge was not fit and it was unable to be used. When another new reload was opened and attached, the display became normal, the opening and closing check and firing was able to be performed as usual.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.